Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-16. Investigation summary: five open 32g x 4mm pen needle samples were returned from lot. No. 9247428, cat. No. 320566. Visual examination was carried out on the returned samples and a broken non patient end of cannula was observed on one sample and a bent non patient end of cannula was observed on the second sample, the third sample had a bent patient end of cannula. The remaining two samples had a broken patient end of cannula. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap cannula broke on 3 occasions during use. The following information was provided by the initial reporter: needle bending and break during use (inner and outer).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32 g 4 mm pro 100 box ap cannula broke on 3 occasions during use. The following information was provided by the initial reporter: needle bending and break during use (inner and outer).